Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor underinfused during patient use. After the expected duration of the infusion, half the fill volume remained. The device was filled with a solution of fluorouracil and saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 75 ml of solution in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 112 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 1.84 ml/hr, normalized flow rate = 1.89 ml/hr, specification range = 1.80- 2.20 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified as no evidence of product malfunction was observed. No repair was done as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any relevant additional details become available.